Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Patient presented with enlarged atrium, pillowed leaflets, and annulus dilation due to atrial fibrillation. Transseptal puncture was aorta hugger. A xtw (lot: 41115a1013) was placed and deployed. Shortly after release, the clip detached from the anterior leaflet, leaving the anterior arm grasping only chordae. A second clip xtw (lot: 41115a1009) was then attempted to be implanted. Trannseptal puncture was aorta hugger making positioning difficult. The clip became caught in the chordae three times, which was able to be inverted and retracted to atrium without any chordal or tissue damage. After this, one of the grippers was not functioning during simultaneous actuation anymore. Troubleshooting was performed but did not resolve the issue. The clip was removed and observed outside the patient, and the gripper line was seen to be detached. It was decided to end the procedure. The slda was deemed to be stable, so no further intervention was performed. The procedure ended with mr unchanged grade 4.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficult to open or close associated with single gripper actuation issue and gripper line break as it was identified that the gripper line (non-tactile marker) was broken. The reported difficult or delayed positioning ¿ anatomy and positioning failure ¿ leaflet grasping ¿ clip not implanted could not be replicated in a testing environment due to patient or procedural/operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. The reported difficult or delayed positioning associated with difficulty positioning the clip and the clip interacting with anatomy and positioning failure (grasping) appear to be related to patient conditions (aorta hugger, enlarged atrium and annulus dilation). There is no indication of a product issue with respect to manufacture, design, or labeling. H6 medical device problem code: 1157 removed, replaced with 1158.